Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an infection with sepsis. A revision was performed and the crt-d was explanted. No additional adverse patient effects were reported.